Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump history and black box indicated a low battery warning occurred on (B)(6) 2014 followed by a battery change. There was no evidence of excessive battery usage observed in the black box. A motor power fault alarm was observed in the black box on (B)(6) 2014; this alarm was not associated with the battery. Visual inspection revealed that the battery compartment was intact. The returned battery cap was able to fully tighten and the pump powered on normally; no power loss occurred. The pump¿s current draws were found to be within specification. The pump casing was removed, and there were no internal defects found. Unrelated to the complaint, investigation revealed that the audio bolus button cover was missing, but the button was still responsive.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014 the distributor contacted animas alleging that the pump¿s battery life was shorter than expected. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.